Event description:
Once device inserted into wrist, specks of metal were found in the site from the shaver. As the case continued, the error code "handpiece stalled" came on and the unit stopped. A new blade was opened and used. The wrist was irrigated to remove metal flakes. No harm to the patient.